Manufacturer narrative:
An investigation was performed in response to a complaint of error 5002, no response from slave and error 5032, csum error (errlog) on the aia-360. Technical support received the call from the customer and dispatched field service without further troubleshooting. The device was being used for treatment at the time of the complaint. At the customer site, field service confirmed the error by review of the error log, reproduced the error by restarting the analyzer however was unable to back up the data due to corruption of the main board. This indicates mechanical problems due to component failure. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from august 24, 2020 through aware date september 24, 2021. There were no similar complaints identified during the search period. The aia-360 operator¿s manual section 7-1: list of errors messages states the following. Error: 5002. No response from slave. Slave response not detected error. Turn the power off and on again. If this problem reoccurs, contact the service department. Error: 5032. Csum error (errlog). Error log checksum error. Turn the power off and on again. If this problem reoccurs, contact the service department.

Event description:
The customer called to report error 5002, no response from slave, and 5032, csum error on the aia-360. Customer states the errors occurred upon start up and the analyzer is down. The field service engineer (fse) was dispatched to address the reported event which resulted in delayed reporting of patient results troponin (ctni) and creatine kinase mb (ckmb). There is no indication of any patient intervention or adverse health consequences due to delay in reporting of patient results.